Event description:
It was reported that the implant at tooth site # 9 lost integration due to significant bone loss at the implant site and was removed after the clinical procedure. Non-integration.

Event description:
It was reported that the implant at tooth site # 9 lost integration due to significant bone loss at the implant site and was removed after the clinical procedure. Non-integration.